Manufacturer narrative:
The device was evaluated by a zoll representative at the customer's site. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The review of device data logs indicated that the battery was in a low battery state due to device being left powered on for an extended period of time prior to patient use. The customer is advised to power off the device prior to storage and recharge the battery. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.